Event description:
A customer reported that the footswitch was not receiving commands during a cataract with intraocular lens implant procedure. The console was exchanged and the case was able to be completed. There was no harm to the pt.

Manufacturer narrative:
A company rep examined the system and confirmed that the footswitch was nonconforming. To address this, the company rep replaced the footswitch and verified that the system met product specifications. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add¿l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).